Event description:
An amplatz guide wire was used in conjunction with a nephrostomy catheter [exact product unknown] for a therapeutic percutaneous nephrolithotomy (pcnl) procedure on a patient (age unknown). During the procedure, the guide wire unraveled form around the inner wire core. On march 19, 2008 additional information provided from the device investigation revealed that the wire had actually fractured. The procedure was completed with another device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This device has been received and evaluated. Visual examination revealed that the tip fractured and the proximal fractured core wire was protruding from a severely unraveled coil which was bent. The coils adjacent to the ball weld were stretched to expose the distal fractured section of guide wire. The fracture site exhibited evidence of compression and tension. The severely bent core wire and stretched coils indicate that extreme force was applied to the device, leading to fracture during wire retrieval. The most probable root cause of the fracture appears to be over load. The instructions for use, (IFU) document states "free movement of the guide wire within a catheter is an important feature of a guide wire because it gives the user valuable, tactile information. Test the system for any resistance prior to use. Always advance or withdraw a wire slowly. Never push, auger or withdraw a guide wire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy". A similar complaint trend review revealed no other complaints against lot number 8115035. The device history review revealed no anomalies related to the complaint. The march 2008 uro/gym amplatz product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.